Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specification due to high readings.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 171 mg/dl. Troubleshooting was done. Nothing further was reported.